Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076402.

Event description:
It was reported that the patient was experiencing stimulation at the chest due to lead migration that was confirmed through x-ray. The patients leads were replaced and that the patient was doing well postoperatively. The explanted leads were disposed.